Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable. She pressed stop and it keeps alarming no disposable. The settings were reviewed, and she tried to close the clamp. She was not able to locate the clamp near the pump and the clamp near the port was taped. She powered off the pump and was advised to call the clinic for further assistance. No patient injury. No additional available

Manufacturer narrative:
H6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed., corrected data: d8: corrected.